Event description:
It was reported that the pt experienced random shocks down their legs while sitting. The shocks started a couple of months prior to reporting the event. An x-ray was conducted that, according to the physician, indicated that the ''lead was place too high and the battery is malfunctioning and should not be sending shocks". It was reported that the pt's condition was "fair". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).